Manufacturer narrative:
(B)(4). The customer reported the device is not charging the battery. There was no report of patient impact. The device was evaluated by philips and the issue was verified. The power supply was found to be the fault. The power supply was replaced which resolved the reported issue. This was a power supply malfunction.

Event description:
The customer reported the device is not charging the battery. There was no report of patient impact.